Manufacturer narrative:
The pump was received with blank display due to broken trace at b1 on interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call of issues with their insulin pump. The mother states the customer had blank display. The customer's blood glucose level was unknown. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.